Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008; dtma1q1 ICD; 429878 lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was undersensing premature ventricular contractions (pvc). The lead is still in use. No patient complications have been reported as a result of this event.